Event description:
Technical services received a call on 06/28/2012 from sales rep. Patient asking about the advisory on the medtronic leads. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).